Manufacturer narrative:
The initial medwatch report #0001822565-2017-00565 for this event and device was submitted under the incorrect medwatch facility. Concomitant products: nexgen lps-flex prolong articular surface gh 7-10, 10mm catalog#: 00-5962-050-10 lot #: ni. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-00564. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned; visual and dimensional evaluations could not be performed. The lot number of the articular surface is unavailable, therefore review of the device history records and complaint history search could not be performed for the articular surface. The device history records for the 00599603801, lot #62515755 were reviewed with the following anomalies identified. Two units were scrapped at initial machining because of tool marks, and two units were scrapped at packaging because of spots. These anomalies could not have led to the reported event. No issue were noted regarding the compatibility of the articular surface with the tibial component. However, the compatibility of either device with the femoral component could not be checked as the part number for the femoral component is unknown. A complaint history search identified no other complaint for the tibial component (lot # 63071614). Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Per the package insert of the components, loosening and damage of the prosthetic knee components and wear debris that can initiate osteolysis and may result in loosening of the implant are known potential adverse effects of the tka procedure. A definitive root cause cannot be determined with the information provided. A summary of the investigation is being sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned.

Event description:
It was reported that patient underwent knee arthroplasty and had to be revised subsequently 14 months later due to tibial loosening. The tibial component became loose at the cement implant interface. The articular surface presented severe pitting. Attempts have been made and additional information on the reported event is unavailable.